Manufacturer narrative:
Qc testing was performed at time of product release and produced results that met all acceptable criteria.

Event description:
Clinical data collection site reported duramatrix suturable was used on patient. Patient experienced multiple, recurring would infections, which required multiple wound revisions and antibiotics for the recurrent infections. Complaint states the clinician does not believe event had anything to do with the graft issues. No additional information was provided on patient status or patient outcome.